Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing, noise, and non-sustained high frequency episodes. A possible fracture is suspected. The rv lead was reprogrammed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.